Event description:
It was reported that a patient experienced peritonitis manifested by peritoneal cloudy effluent, stomach pain, vomiting and appetite suppression coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was not reported. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.